Event description:
A malfunction was reported by the customer, indicating a specific issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. The customer received guidance from technical support on resetting the pump, and after following the instructions, the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues if they arise.